Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on an unspecified date and a mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, and dyspareunia. It was reported that the patient underwent repair of the vaginal erosion, mesh placement and repair on (B)(6) 2011 and laparoscopy, lysis of adhesions, cystoscopy, evaluation of tape erosion and injection of kenalog on (B)(6) 2012. (B)(6).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, overactive bladder, rectocele, and cystocele.

Manufacturer narrative:
It was reported that the patient underwent gynecological procedure on 12/28/2011 and tvt-obturator was implanted. It was reported that following insertion the patient experienced neuromuscular problems and vaginal scarring.